Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into he arm. According to the reporter, on (B)(6) 2025, the patient experienced a sensor error after which they experienced an adverse event. The patient was sleeping, when a family member was unable to wake them up, as they had lost consciousness. The cgm device would have not shown readings at that moment. An ambulance was called, and the patient was brought to the hospital. When a fingerstick was taken the blood glucose reading was 700 mg/dl. The patient was admitted into the ICU and was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids, and insulin per injection. The patient was discharged after spending about 1 month at the hospital. No further information regarding the duration of the hospital stay was reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.